Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was not working as customer received with blank display screen after replacing battery. The blood glucose was 5.8 mmol/l at the time of the incident. The troubleshooting steps were guided for blank display screen. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.